Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint for degeneration was confirmed based on medical records received. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow ups are advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 3 years, 4 months, 29 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presents stenosis. Per medical records received, the valve in valve procedure was performed due to degeneration with worsening chronic heart failure.' Additionally, upon review of the medical records, the patient had medical history of chronic kidney disease, and hypothyroidism, which are the known factors that may increase the risk of valve calcification leading to early valve degeneration. As such, available information suggests that patient factors (chronic kidney disease, hypothyroidism) may have contributed to the reported event.

Event description:
Per medical records received, the valve in valve procedure was performed due to degeneration with worsening chronic heart failure. The new 23mm sapien 3 ultra valve was placed as intended with no procedural complications.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years, 4 months, 29 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presents stenosis. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve.